Manufacturer narrative:
(B)(6). Non health care professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The patient's father reported the following to a cook representative who is an acquaintance. It was reported that on (B)(6) 2018 an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed into a gastrostomy patient with muscular dystrophy to be used as a feeding tube. The father further explained that his son is a gastrostomy patient with muscular dystrophy and has a 14 fr. Multipurpose drain placed. He stated that upon returning home from the tube placement, the patient has become delirious. The time frame between the tube placement and the delirium is not reported. The patient did not have a fever; the only medicine being administered to the patient was nexium. At another time the patient was checked for sepsis and found to not have any sepsis. An IV of an unknown substance was administered at the treating facility and the delirium subsided. The tube placed on (B)(6) 2018 was in the patient at this time. A time frame between the first and second episode of delirium was not reported. The patient's father does not necessarily believe "the drain is to blame for the delirious behavior, nor that it is placed incorrectly", but is reporting this to the manufacturer as the drain was placed prior to the episodes of delirium. According to the patient's father, the patient did not experience any other adverse effects due to this occurrence. Additional information regarding event details, dates and patient medical history and demographics has been requested. However, no further information is available. This report is for the first episode described as happening after the tube was placed. The other episode where the patient received the IV was reported on 1820334-2018-02416.

Manufacturer narrative:
Additional information: event. Investigation: evaluation: a review of the complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. Precautions noted in the instructions for use (IFU) state that catheters should be irrigated on a routine basis to ensure function and patients with indwelling catheters should be evaluated routinely to ensure continuous function of the catheter. The product is supplied sterilized in ethylene oxide in peel-open packages and is intended for one-time use. If there is any doubt as to whether the device is sterile, the user is advised to not use the product. The device should be stored in a dark, dry, cool place and exposure to light for extended periods of time should be avoided. Upon removal from the package, the user is instructed to inspect the product to ensure no damage has occurred. A review of the device history record could not be performed as the lot number is unknown. Based on the information provided, no product returned and the results of our investigation, a definitive cause could not be established. The doctor and the patient¿s father do not believe the ult mac-loc catheter caused the delirium. There is no indication in this case or in any previous complaints that this product has caused delirium. The head of the interventional radiology department at the user-facility believes that the numbing gel deployed during the procedure may have been the cause of the patient delirium, however, this has not been confirmed. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the patient experienced delirium after placement of an ultrathane dawson-mueller mac-loc locking loop drainage catheter on two separate occasions. Additional information provided on 16oct2018 described the delirium as incoherent talking, as if the patient was talking in their sleep. The second occurrence of delirium referenced in this report was less severe than the first and the patient was totally recovered within 24 hours. The first occurrence is referenced in report 1820334-2018-02416. The head of interventional radiology at the hospital suspects that the numbing gel may have been the cause of the delirium. During a follow up visit one day after the incident, the gi tube was found to be placed too far into the body. It was pulled out slightly without the use of numbing gel. The patient felt nauseous prior to the follow up but was back to normal within a few hours of the tube being readjusted. No further incidents have occurred.